Event description:
The plaintiff's attorney alleged that the decedent experienced hypoxemia, bradycardia and subsequently expired due to the use of the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event, which is one of two events for the same pt.